Manufacturer narrative:
The incident sample has been received but to date has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The report stated that this was one of two electrodes that did not function during a radio frequency ablation procedure, showing no impedance and with the temperature screen reading "hh". The third needle electrode did function and was used to complete the procedure. This extended the procedure by approx one hr. The site reported there was no pt injury. See MFR report # 1717344-2008-00485 for the other needle electrode.